Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the lens was explanted due to decrease visual acuity. Additional information was requested.

Event description:
Corrected information provided that the iol was exchanged for a different model iol with the same diopter.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens was cut into three pieces, typical of removal from the eye. Power and resolution testing could not be conducted due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported visual issue. Information was provided that the (2.25cyl), 25.5 diopter lens was replaced with a (3.75cyl), 25.5 diopter lens. The manufacturer internal reference number is: (B)(4).